Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 8 months. The lvad was originally submitted for driveline issues and returned under MFR report number 2916596-2017-00369, which confirmed driveline fatigue. In addition, the examination of the rotor inlet, upon disassembly of the lvad pump revealed a small, non-adhered deposition surrounding its bearing ball. A similar deposition was found on the inlet bearing cup. Their lack of lamination suggests that these deposition developed acutely while vad-11396 was supporting the patient. A specific cause and origin for the depositions development cannot be conclusively determined. Visual examination of the remaining blood-contacting surfaces did not reveal any additional depositions or thrombus formations. A review of the device history record revealed the device met applicable specifications. It is inconclusive as to whether the thrombus developed as a result of the driveline issue. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2017, the patient underwent a pump exchange due to what appeared to be internal damage to the driveline however, the investigation of the related lvad (vad-11396) identified a thrombus formation.